Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Device was visually checked. Functional testing was performed. Found damaged dso seal. The customer's complaint could not be duplicated, and the root cause was unknown. The dso seal was replaced for preventative maintenance. No further action was taken. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the bolus connector was defective, and the led did not light up. There was unknown patient involvement and unknown patient harm/adverse event reported.